Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. Upon removal from the packaging, the neuron catheter became fractured. The procedure continued successfully using a new neuron catheter.